Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the sieve is blown associated malfunctions for this device: power switch has no audible alarm, compressor is noisy, manifold is sticking and muffler is clogged.